Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has tried multiple batteries in the insulin pump and none of them would work. The patient's blood glucose at the time of incident was 349 mg/dl. The customer stated that her insulin pump kept alarming with battery out limit. The customer also had a blank display and she did not recall receiving a low battery alert. The customer had tried 4 different batteries in the insulin pump and received a battery out limit alarm each of the 4 times. The customer was assisted with clearing the alarm. She also stated that the battery was not out of the insulin pump greater than the duration allowed by the insulin pump. The customer inserted a new battery into the device and the insulin pump did not alarm. The customer was advised to monitor the insulin pump and to not have the battery out for longer than 10 minutes. Troubleshooting for her high blood glucose and blank display issue was declined. The insulin pump was not returned for analysis.